Manufacturer narrative:
(B)(4). PMA/510k # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the operator opened the package containing the ngage nitinol stone extractor and checked the basket, found out the basket cannot be retrieved completely. There was no patient involvement.

Manufacturer narrative:
Investigation - evaluation: visual inspection and functional testing of the returned device was conducted during the investigation. A review of complaint history, the device history record, drawings, manufacturing instructions, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the closed position and the basket formation is in the closed position. The collet knob is tight and secure and the male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A functional test determined the handle actuates the basket formation to the open position, but when in closed position, there is a gap. No other damage is noted. It appears the basket wires have been caught on something causing the wires to stretch and gap. The complaint is confirmed. The instructions for use (IFU) contains the following: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls are in place in manufacturing to assure device functionality prior to shipping. The device history record was reviewed and found there were no non-conformances associated with the complaint device lot number that would cause or contribute to the reported failure mode. A review of complaint history revealed this is the only complaint report that has been received associated with complaint device lot number 8178827. Based on the provided information a definitive root cause cannot be established. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.